Event description:
New information noted that lead noise was noted and the physician repaired the atrial lead during an unrelated procedure. It was also noted that the left ventricular lead was repaied due to an insulation issue. The patient was in stable condition.